Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® no additive (z) tubes stoppers are popping out of the tube. This occurred on 50 occasions after use. The following information was provided by the initial reporter: material no. 366703; batch no. Unknown (not lot specific). It was reported that stoppers are dislodging on the automation line. Per pir: tubes being used as aliquot tubes and stoppers are dislodging on automation line causing processing delays.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® no additive (z) tubes stoppers are popping out of the tube. This occurred on 50 occasions after use. The following information was provided by the initial reporter: material no. 366703 batch no. Unknown (not lot specific). It was reported that stoppers are dislodging on the automation line. Per pir: tubes being used as aliquot tubes and stoppers are dislodging on automation line causing processing delays.